Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on windows after reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station became stuck on the operating system screen after a reboot. A field service engineer observed that the station was extremely slow to sign on. The engineer signed into support, changed the network speed setting from half duplex to auto-negotiate, and then rebooted the station. A follow-up with the customer was planned within a day or two to ensure continued smooth operation. The customer was able to sign in to the station and access medications without any delays or issues. All tests were completed successfully, and an inspection of the unit revealed no additional issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on windows after reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.